Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent an unspecified procedure in which a 3.0mm coupler device was used. It was reported that ¿once the vein was everted on the pins, the ring comes out of the black holder¿. The process step was not reported. Another coupler device was used to complete the procedure. At the time of this report, the patient was ¿doing well¿. No additional information is available.